Event description:
It was reported the health care provider moved the pt's device from back to front and replaced the extensions with longer extensions. No symptoms or outcome were reported. Add'l info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
Results: extensions.